Manufacturer narrative:
Device involved in complaint is part of recall number z-1218-2008. While no serious injury was reported with this event, the potential exists for serious injury. Device was not updated with proper software required by recall z-1218-2008 at the time of the incident. Device was updated to the proper software revision levels for safe continued use when returned for evaluation.

Event description:
Pt was a female, approx (B)(6). She thought she was being treated for sciatica. The waveform was ifc with intensity to the pt's tolerance. Eight mins into the treatment, the pt said she was shocked. The therapist turned the intensity down and it was fine for a while, then the pt said she was shocked a second time. The therapist used another unit on this pt and had no problems. The pt had no visible marks and did not require medical attention.